Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on 11-apr-23. Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ observed cloudy in the gel. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. An ultrasound was performed. The device has been explanted. This relates to the right side.